Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device shows evident crack. The impactor tip is cracked outside near the proximal end where the impactor tip connects to the distal end of the impactor handle. Along with crack multiple scratch, dent and gouge marks are visible which confirms improper frequent usage over the time, resulting the damage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper frequent usage over the time and rough handling. If any further information is provided, the complaint report will be updated.

Event description:
The impactor tip in the instrument tray was found cracked during two cases on. The surgical tech identified the damage, and an alternative tip was used. The crack was confirmed upon tray resetting.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The impactor tip in the instrument tray was found cracked during two cases on. The surgical tech identified the damage, and an alternative tip was used. The crack was confirmed upon tray resetting.